Manufacturer narrative:
Device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that, the patient experienced issues with 4 infusion sets. The issues were all of the same type, with the sets leaking at the site. The event dates for the issues were 12-apr-2024, 22-apr-2024, 2-may-2024, and 10-may-2024. The infusion sets were in use for 2-4 hours each time. The patient's blood glucose at the time of the issue was noticed ranged from 200-250 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.